Manufacturer narrative:
The customer reported that unit powers up when ac cord is engaged. Unit is in continual alarm with no display. Unit does not turn off normally. There's no problem with the display. The biomedical engineer found that battery is the problem during troubleshooting with product support. The biomedical engineer replaced the battery to address the reported problem. Reference manufacturer's report 2031642-2017-03244.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with alarm supply failed error and unit has no display.the customer reported there was no patient involvement.